Event description:
A customer contacted baxter to report the transfer set was difficult to open and close, and that the patient had to use excessive power to open and close. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Two used sets were received with cap on dark blue connector and no cap on patient connector in reference to the report of difficult to open and close. The sleeves were opened and closed several times without difficulty. Functionally hand tightened a lab titanium adapter without difficulty. Sets were then tested underwater at 8 pounds per square inch with leaking noted. Sets were visually inspected and noted that both of the occluder feet were broken on one set. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible over-torquing. The complaint was confirmed in the lab for crack. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.